Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 5 months. The device remains in use. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use lists infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient was hospitalized on (B)(6) 2016 with systemic inflammatory response syndrome and sepsis. Blood cultures were positive for staphylococcus aureus, and the site of infection was identified as the lvad driveline. The patient underwent an unspecified surgical procedure and IV antibiotics were administered for treatment.